Event description:
Display went blank after device was unplugged (device issue). No adverse event. This initial non-serious, device case report was received on (B)(6) 2014 from a respiratory therapist (rt) in the united states who called to speak with ikaria customer care and technical services regarding a device issue with inomax dsir# (B)(4). The device was not in use on a patient at the time of the device issue. On (B)(6) 2014 the rt reported second hand a "battery failure" with inomax dsir# (B)(4). The rt explained that shortly after performing the pre-use checkout, the device was unplugged and the display screen went blank. The reporter stated that the device was powered on/off multiple times, but the display screen remained blank. The rt requested that the device be picked up for service eval. Inomax dsir# (B)(4) was removed from service and returned to ikaria for service eval. Investigation results were received on (B)(4) 2014. The device was not in use at the time of the device issue and did not result in an adverse event; however, it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR # 3004531588-2013-00023).

Manufacturer narrative:
On (B)(6) 2014, the rt called to speak with ikaria customer care and technical services regarding a device issue with inomax dsir# (B)(4). The device was not in use on a patient at the time of the device issue (complaint - (B)(4)). Device investigation was completed on (B)(4) 2014. Inomax dsir serial number (B)(4) was returned to the MFR for service investigation. The ikaria regional service center (rsc) could not confirm the reported complaint of battery failure. The reported failure was not reproducible. The rsc investigation did not confirm the reported complaint of display is blank. The service log review revealed delivery failure alarms raised due to backlight current below minimum. The rsc found the display/touchscreen assembly to be faulty. The rsc replaced the display/touchscreen assembly and the display shroud. The root cause for the reported complaint of "display screen went blank" was display blank-backlight failure. This condition will be tracked and trended under ikaria's quality system. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. This case did not result in an adverse event; however, it is being submitted to (B)(4) because the display blank-backlight failure has occurred in the past and resulted in a serious adverse event MDR 3004531588-2013-00023.